Event description:
N/a.

Manufacturer narrative:
Additional customer contact information-name: (B)(6). Occupation: biomedical engineer, phone: (B)(6). The getinge field service engineer (fse) inspected the unit and found the damaged printer. In order to fix the issue he replaced the thermal printer (d161-00-0024-04) . This corrected issue. Device passed functional and safety tests according to factory specifications.the defective components were received for further investigation.the failure analysis and testing department inspected a thermal printer. Performed visual inspection of the thermal printer per the cardiosave service manual part number 0070-00-0639 revision r and found no visual damage and the part looks to be in good condition. The failure analysis and testing department was able to verify the failure experienced by the customer. Retaining the thermal printer in the failure analysis and testing department per procedure 0002-07-d008 rev ap. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit had a damaged printer. There was no patient involvement.